Manufacturer narrative:
(B)(4). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an acute myocardial infarction and subsequently passed away coincident with automated peritoneal dialysis therapy. The cause of the acute myocardial infarction was unknown. Treatment for the event was unknown. The patient was hospitalized on the day of onset and was hospitalized at the time of death. It was not reported if automated peritoneal dialysis therapy was ongoing up until the time of death. It was not reported if automated peritoneal dialysis therapy was being performed with a baxter healthcare homechoice device and/or baxter healthcare solution(s) at the time of death. The cause of death was reported as acute myocardial infarction and it was not reported if an autopsy was performed. No additional information is available.